Event description:
During dr.'s robotic case the robotic xi vessel sealer extended stopped functioning during the middle of the case and the robot would not register the instrument. The drapes were checked, and they were seated correctly. The item was removed from the field and promptly replaced. Unfortunately the box for the vessel sealer was in the trash bag removed from the room prior to the count and was gone by the time the device failed. Dr. Reported that she had a similar incident in the week prior with the same device. It is unknown if the circulator reported the failure of the device on that day. Today's device was packaged up to be sent for evaluation.